Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-000712. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a cranial plate fixation procedure on (B)(6) 2010, and suture was used. The middle of the body of the needle broke when the surgeon pulled it up after a few stitches using an instrument under the skin. No fragment remained in the pt's body. There was no adverse consequence to the pt.